Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "silicone is leaking into my lymph nodes".

Event description:
Patient reported left side "I'm now experiencing breast implant illness symptoms and the silicone is leaking into my lymph nodes." The device remains implanted.